Manufacturer narrative:
The log file of the affected device was made available for investigation. Based on the log file review it could be confirmed that the ventilation unit performed a restart on (B)(6) 2021. A communication issue between the cockpit c500 and the pba m16.2 of the ventilation unit v500 could be identified to be the root cause of the restart. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit would be triggered. During the restart the emergency-breathing valve opens to ambient allowing the patient to breathe spontaneously. Audible alarms are posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further restart would be triggered. After three ineffective restarts, the system automatically switches off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified to a detected internal deviation of the pba m16.2 of the ventilation unit and performed a single restart accompanied by the corresponding alarm messages. The restart remedied the issue and ventilation was continued afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit had alarmed with a high pitched alarm and displayed question marks across the screen. The monitor had then gone back to normal and calibrated the flow sensor. There was no patient injury reported.

Event description:
It was reported that the unit had alarmed with a high pitched alarm and displayed question marks across the screen. The monitor had then gone back to normal and calibrated the flow sensor. There was no patient injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported that the unit had alarmed with a high pitched alarm and displayed question marks across the screen. The monitor had then gone back to normal and calibrated the flow sensor. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.